Event description:
Reportedly, during the procedure three strands of suture broke and the tip of the needle broke requiring the incision line to be reopened to look for the needle tip. Needle tip was not able to be found after scans. No add'l info was available.

Manufacturer narrative:
.